Event description:
It was reported the instrument was used during a laparoscopic nissen fundoplication. It was reported there was a torn outer gasket. The trocar was replaced with a 512s and the procedure was completed. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, conforming; inner gasket condition, nonconforming; latch condition, obturator condition, outer gasket condition, nonconforming; reset button condition, sleeve condition, conforming and stopcock condition, closed trocar condition, functional tests & results: does safety shield retract, n/a; flapper door functionl, conforming and lockout functional, n/a. Analysis conclusion: based upon the visual examination and functional test, it was confirmed that the outer gasket was torn. No conclusion could be reached as to how the gasket became torn.